Event description:
It was reported that the user experienced a failure to transfer sensor information when attempting to pair the ilet app with a freestyle libre 3 plus sensor, resulting in unsuccessful scans. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical care, no alarms, and successful restoration of function after troubleshooting. Investigation included guided technical troubleshooting, including unpairing and re-pairing the ilet, cycling bluetooth, deleting and reinstalling the app, and reattempting pairing and scanning. Investigation of this case revealed a temporary app-to-sensor communication failure that was resolved through standard connectivity and software reset steps. It was concluded, based on previously established findings for similar reports, that the cause was transient communication or pairing disruption corrected by reconfiguration.